Event description:
It was reported that the customer's insulin pump alarmed motor error. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a cracked reservoir tube lip and cracked case near the display window corners. The device failed the displacement test and had intermittent motor error alarms during rewind due to the motor encoder signal being out of phase. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.